Event description:
Received notification of lawsuit. It is alleged in the complaint that plaintiff was admitted for an abdominal perineal resection and removal of rectum on 07/21/1996. It appears from the complaint, the surgeons attempted to approximate the colon to the rectum on 3 separate occasions. The third attempt, resulted in a perforation and tear of the vagina led to a rectovaginal fistula which required a subsequent operation for emergency colostomy on july 31, 1996. 07/28/98 spoke with sales rep who advised dr. Contacted her after procedure with questions re: proper instrument firing. They reviewed the technique for firing instrument and concluded the instrument had functioned normally. For this reason, she did not report incident as a product inquiry.